Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The mfg batch record review confirmed that the device met all material, assembly and inspection specs. A combination of pt and procedural factors appear to have caused or contributed to this incident. Product is distributed as safari tavr. It was reported that the device involved in this incident is available to be returned for eval. The device has not been returned yet. Should the device be received, a f/u medwatch will be provided.

Event description:
A lotus valve size 23mm was implanted over the safari wire 300cm length small curve. Introduction of the lotus device over the safari wire went very easy and with no issue. After the implant of the lotus valve and when retrieving the catheter over the wire out of the pt, we couldn't get of the device from the guide wire. The catheter was out of the pt, but the proximal small curve of the guide wire was still in the left ventricle. Event with a lot of force we couldn't take of the catheter from the guidewire. Because of the pulling on the catheter, the nosecone was separated from the divive. Guidewire was removed without using a pigtail. No further action was needed.